Manufacturer narrative:
Citation: collas, v. Md. Validation of transcatheter aortic valve implantation risk scores in relation to early and mid-term survival: a single-centre study. Interactive cardiovascular and thoracic surgery 22 (2016) 273¿279 doi 10.1093/icvts/ivv340. Earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it cannot be determined whether this event has been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding the validation of proposed risk scored for the prediction of mortality up to one year after the implant of a transcatheter bioprosthetic aortic valve. All data were collected from a single center between 2007 and 2015. The study population included 225 patients, all of which were implanted with a corevalve. The study population was predominantly female; mean age (B)(6) years. Serial numbers were not provided. Among all patients, adverse events included: cerebral vascular accident (cva), transient ischemic attack (tia), vascular complications, blood loss, electrocardiogram (ECG) changes treated with permanent pacemaker implant, and mild to severe regurgitation. No additional adverse patient effects or product performance issues were reported.